Manufacturer narrative:
Cybersecurity investigation: a pacemaker is incapable of producing the reported popping noise inside the ear. This complaint seems unrelated to pacemaker therapy and associated cybersecurity.

Event description:
It was reported that a patient called to find out more about cyber security attack. He was recently informed that there is an update on cyber security. The patient mentioned that he was attacked due popping noise in his ear, which he believed was from his pacemaker. No further information is available at this moment.